Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 417 mg/dl, which was treated with manual injection. Customer reported of having symptoms of nausea. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that there were air bubbles in infusion set and cannula was bent. Customer was assisted in releasing air bubbles from infusion set. After troubleshooting, customer was advised that infusion set would be replaced and tubing clamp would be sent in order to continue troubleshooting.